Manufacturer narrative:
It was indicated no portion of the leads would be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was building a deck and within a week of the project, the patient started to feel dizzy. Upon investigation it was confirmed the right atrial (ra) lead and right ventricular (rv) lead were severed. There was a 3 cm gap near the subclavian on both leads. As a result, the proximal portions of the leads were explanted; however, the physician could not extract the distal portions. A new ra lead was implanted and the device was programmed aai. The physician indicated the cause of the fractures was a severe case of subclavian crush due to the patient's activity/motion. No additional adverse patient effects were reported.